Event description:
The regional sales manager advised that a nurse indicated a ccu patient had a triple channel pump infusing last evening when fc 16:310 was noted, the pump stopped working and make a screeching noise. The patient was transferred to another facility in 2007 with admitting diagnosis of increased dyspnea. The patient reportedly was deteriorating on admission. The patient was seen in the cardiac catheter lab on the day of admission for a possible cardiac intervention. At 1630, she was transferred to the ccu with on a colleague triple channel pump. Neosynephrine (unknown dose, rate and volume) was hung at 1630 (channel unknown). The blood pressure at this time was approximately 70/40. At 1730 dopamine (dose, rate and volume unknown) was hung on an unknown 2nd channel. At 1830 norepinephrine (dose, reate and volume unknown) was hung on an unknown channel. At 1900 anesthesia was called to intubate the patient. Between 1900 and 1915 the patient experience ventricular tachycardia (v-tach). No blood presure was noted at the time. The patient coded, the code team was called, the patient was resuscitated and intubated. The patient was shocked, and the blood pressure returned to the 70's. One of the 3 medications (possibly epinephrine) was being increased when the device failed on all 3 channels. The patient's blood pressure dropped into the 30's/10-12. Another pump was obtained and the medications transferred where the medication was increased as originally intended.

Manufacturer narrative:
Evaluation summary: this report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jun 26 2007. A request for the return of the device has been made. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. The 16:310:867:0002 is due to a software "mailbox", that stores temporary data until it can be processed, becoming filled. The issue identified above has been reproduced in our facility with user interface software versions 5.09.90 and 6.13.90. Preliminary analysis indicates that this issue occurs on triple channel devices, during user programming, with three channels infusing, in specific use case scenarios. Analysis of field information and the data, event logs and the issue investigation have not shown that the issue will occur on previous software versions in the same use case scenario. There is no evidence that this can occur on single channel devices. Root cause investigations are continuing. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated. Please note, in reference to the "colleague triple channel" issue described in this report, and based on the review of relevant complaint history of this and similar events, baxter decided on june 20, 2007 to take "remedial action" to prevent risk of harm to the public health. Based on this decision, a 5-day MDR was initiated for all events associated with this issue. As such, the aware date is 06/20/2007 for all reported events received prior to this date.